Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but it is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, after stent placement while balloon treatment, the tip of the delivery device allegedly broken off. It was further reported that an attempt was made to snare out the broken part. However, the tip allegedly disintegrated into three different parts. Reportedly, the broken part of device was successfully caged with stent. The current status of patient is unknown.

Event description:
It was reported that during a stent placement procedure, after stent placement while balloon treatment, the tip of the delivery device allegedly broken off. It was further reported that an attempt was made to snare out the broken part. However, the tip allegedly disintegrated into three different parts. Reportedly, the broken part of device was successfully caged with stent. The current status of patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but it is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Additional complaints have not been reported for this lot, previously. Investigation summary: the returned sample is in used condition without stent that reportedly has been deployed inside patient. The inner catheter cardan tube is broken three times at the distal end and a segment is missing which reportedly broke into three parts and was left inside patient. Provided x-ray images demonstrate the placed stent, and catheter fragments inside the vessel. The images further demonstrate additional stents placed, as reported to secure the catheter fragments against the vessel wall. The investigation leads to confirmed result for break and detachment of the inner catheter cardan tube. The access angle was steep with nearly 90°, and focal moderate calcification was present. 5f introducer, and 0.018" guidewire were used for access, the lesion was pre-dilated, and the guidewire was running smoothly inside the system. During deployment action, the system felt 'stiff', and a sudden force increase potentially indicating entrapment was not felt. During deployment action, the system was correctly held at the stability sheath. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. Regarding pre dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended'. Under materials required the instructions for use states: '5f (1.67 mm) or larger introducer sheath; 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used' and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together'. Holding and handling of the system throughout deployment was found sufficiently described. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.